Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Additional follow up was received and the patient was treated with a re-dilation of the sapien 3 valve. The pvl was resolved (90%) and final pvl was trace to none. In addition, initial echo revealed central leak; however, that was proven inaccurate.

Manufacturer narrative:
Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product deficiency contributed to this adverse event. Investigation results suggest that patient factors (annular calcification). Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Approximately 2 years post implantation of a 26mm sapien 3 valve, the patient presented with worsening paravalvular leak (pvl). Multiple echoes have been performed and revealed mild pvl until the most recent echo report that noted moderate to severe pvl. In addition to the moderate pvl, there was mild central aortic insufficiency (ai) noted. A planned valve-in-valve procedure will be performed. CT and echo images provided were reviewed by an edwards¿s physician and the following observations were made: the sapien 3 valve was well positioned but is a bit under-deployed. It appeared that the pvl was posterior, under the non-coronary cusp and there is a big chunk of calcium extending into the lvot.